Event description:
It was reported that cgm displayed error message 42 and customer called for assistance. There was no reported impact to the customer¿s blood glucose level. Customer service guided customer through pump reset, cgm error did not return, and customer successfully started new sensor session with no additional issues reported.